Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had dislodged a few days post-implant. Surgical intervention was performed and during repositioning, the physician observed helix extension and reaction issues. The physician had to use over 70 turns to finally position the lead successfully. The lead remains implanted and in service. No additional adverse patient effects were reported.